Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A second proglide device was deployed; however, when the plunger was removed, three sutures returned. The short white suture (normal) returned and the long blue suture where a second thread came out, so it seemed split. Because the suture only split towards the end of the long blue suture, it was trusted to be able to close normally after the procedure. The sheath was upsized to an 18f sheath and the evar procedure was completed. After the procedure, the suture knot of the first proglide device was successfully advanced. The suture of the second proglide device snapped after being wrapped around the finger. After the long blue suture snapped more or less immediately on closing, the remaining piece of suture (about 3-4 cm length) was picked up with a kocher [forceps]. The intent was to get a grip on the suture and use the knot pusher to bring the knot to the vessel wall; however, the long blue suture broke quite quickly after it was gripped with the kocher. The suture became too short to work with and the knot could not be properly placed on the vessel. A third proglide device was deployed at 12 o'clock to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device as used after damage was noted. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not use the perclose proglide suture mediated closure device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.